Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the bd syringe with luer-lok¿ tip the syringes could not be separated. There was no perforation on the packaging making it difficult to separate syringes. There were 32 syringes that had this problem. The following information was provided by the initial reporter: syringes could not be separated.

Event description:
It was reported that before use of the bd syringe with luer-lok¿ tip the syringes could not be separated. There was no perforation on the packaging making it difficult to separate syringes. There were 32 syringes that had this problem the following information was provided by the initial reporter: syringes could not be separated.

Manufacturer narrative:
Investigation summary: photo evaluation: one (1) video was returned for investigation. From the video, observed the package difficult to split due to poor perforation. Sample evaluation: 32 unused samples in sealed package were returned for evaluation. The samples were not decontaminated. Poor perforation was observed on returned samples. 16 samples were found with poor perforation. Our quality engineer inspected the returned units and confirmed the reported observation of poor package perforation. At the perforation station of the primary packaging machine, a defective perforation knife was identified and replaced. After the corrective action was taken the produced parts were visually inspected. If defective packages were overlooked and not removed from the line by production technicians they may have continued down the good product stream. The appropriate personnel have been notified of this event. Customer complaint trends will continue to be evaluated on a monthly basis. If the trend of a specific type of complaint warrants additional action, resources will be assigned at that time.